Manufacturer narrative:
It was reported that the mayfield head holder adaptor thread was damaged while it has never been used. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A visual and functional inspection on the returned product has been performed and confirmed the damage. However the root cause of the issue cannot be determined unique identifier (UDI) number :(B)(4).

Event description:
The rosa mayfield adaptor (B)(4) is damaged. This adaptor has never been used by the surgical team. The bolt thread is damaged at the top and the surgeon has to force it into the starburst system of the mayfield, this is abnormal.